Event description:
It was reported that an uneventful novasure procedure took place in (B) (6) 2010 (exact date unknown). Approximately eleven days post-procedure, the patient presented with fever and pain. A computed tomography (CT) scan noted a perforation of the uterus and the patient was treated with IV antibiotics. Four days afterward, the patient then presented with "nausea, vomiting and ileus". The left side of the bowel was found "stuck to the uterus" and an exploratory laparoscopy was performed to resect the bowel. It was also noted that the uterus was blanched, and the bowel was "edematous". Post operatively, an abscess was drained, there was a wound "dehiscence" and the patient developed "clostridium difficile." The patient was discharged three weeks after admission. A hysteroscopy as well as a dilatation and curettage (d&c) were performed prior to the attempted ablation. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number not provided by the complainant, therefore the expiration date is not known. The device is not being returned, therefore, a failure analysis of the complaint device can not be completed. Lot number not provided by the complainant, therefore, the manufacture date is not known. (B) (4).